Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the banana plug was bent sideways. There was no damage to the chassis or housing. The instrument passed electric continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. That the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. That the instrument exhibited small parts of the pad printing have been removed. The evidence was inconclusive, but the pad printing removed damage was likely due to improper cleaning. The distal end of the main tube exhibited hairline cracks in the axial direction. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing was removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that one of the bottom pegs of the monopolar curved scissors (mcs) instrument was noted to be bent prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.